Event description:
It was reported that during a ptca procedure, the shaft of the catheter broke. The shaft of the catheter was kinked during removal from the packaging and subsequently broke during advancement. The entire system was removed. No pt injuries or complications were reported.